Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient showed the wrong location in the station. The technical support specialist assigned the patient to the correct unit and then the patient had an incorrect visiting unit. The tss advised the customer to have the admission reversed and then dialed into the server and confirmed the patient no longer has a visiting unit. The system functioned as intended after the technical support specialist resolved the issue.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had the patient was showed on incorrect unit. The customer stated that the nurse was unable to issue medication to the patient and there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.